Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited low impedance measurements. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.